Event description:
The salute fixation device is intended for fixation of prosthetic material. The surgeon was conducting a hernia repair and deployed two straight wires into the pt, instead of the properly formed "q" construct. The wires were removed, and the case was successfully completed with another salute system.